Event description:
Lubricant sprayed in nurse's eye from foot control, while disassembling the equipment. On follow up it was reported that the nurse was checking the equipment and the motor was not connected when the nurse pushed the foot pedal. The nurse flushed eyes for several minutes and had no further problems.